Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred requiring additional intervention. A 3 018/260 platinum plus guidewire was used in a procedure. However, when pulling back on the wire, the radiopaque tip came off. A snare was used to retrieve the device. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that tip detachment occurred requiring additional intervention. A 3 018/260 platinum plus guidewire was used in a procedure. However, when pulling back on the wire, the radiopaque tip came off. A snare was used to retrieve the device. The procedure was completed successfully. No patient complications were reported. It was further reported that the target lesion has complete occlusion, and was located in the non-tortuous and mildly calcified left proximal popliteal artery. Furthermore, a new micro guidewire was used to complete the procedure. After the procedure, there was a significantly improved blood flow in the leg and the patient status was good.